Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm. Customer reported that the alarm had only gone off one time and that they called him to the bedside immediately. After using the help screen, verified there was no blood in the helium tubing, and that all connections were appropriate and secure. And performing a fill and pressed start which resolved the alarm and resumed therapy. There is no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : **UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2. H3 h6 (investigation findings, investigation conclusion, type of investigation), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm using a sensation plus balloon. There was patient involvement and no injury or harm. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer was called for assistance with a gas loss alarm. The alarm had only gone off one time, the customer used the help screen, verified no blood in the helium tubing, and that all connections were appropriate and secure. A fill was performed and the start button on the console was pressed by the customer which resolved the alarm and resumed therapy. The customer went over patient condition with personnel, and mentioned the conditions of forceful cough, the patient being ventilated with a peep of 12, and being tachycardic in the 120s. Esp personnel explained the alarm and reinforced troubleshooting steps that the customer had taken. It was encouraged for the customer to call back if the alarm were to go off multiple times in an hour.device not available for repairing. In future if we receive any new information will reopen and update the investigation.

Event description:
Na.